Manufacturer narrative:
(B)(4). Patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. Host fibrous (pannus) tissue growth is expected in all prosthetic/bioprosthetic heart valves and largely attributable to the host response (such as the foreign body reaction) to the implants. In vast majority cases, the pannus tissue is from surrounding native anatomy such as annulus. The time course and severity of pannus growth is largely variable among the patients. The underlying mechanism is still not fully understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth in bioprosthetic heart valves. The device has not been returned for evaluation. The reported event cannot be confirmed. However, patient and/or procedural related factors likely contributed to this event. There has been no allegation of a product malfunction. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was learned that a bioprosthetic aortic valve, implanted approximately for four (4) years and eight (8) months, was explanted due to aortic stenosis secondary to patient prosthesis mismatch. The valve was noted to be fairly small. It was noted that immediately after implantation of the 21mm, the patient had a gradient and it only worsened with time. During explantation, the leaflets were noted to fibrotic. There was significant pannus underneath the valve and it appeared at times that maybe the right coronary was being obstructed by one of the struts. The explanted device was replaced with another edwards valve. This valve looked good. There was trivial perivalvular leak. The patient was taken back to the ICU in critical but stable condition. The patient was noted to have intraoperative complete heart block. A permanent pacemaker was implanted on pod #7. The patient was discharged home in good condition on pod #8.

Manufacturer narrative:
Evaluation summary: the report of stenosis was visually confirmed due to calcification and host tissue. Report of prosthesis mismatch could not be confirmed through visual observations. As received, all three leaflets were cut. Leaflet 1 had a cut section of approximately 7mmx3.5mm, leaflet 2 had a cut at the free margin of 3mm, and leaflet 3 had a cut section of approximately 7mmx4mm. The cuts had smooth and even edges. Leaflet fragments were not returned. X-ray demonstrated moderate calcification on leaflets 1 and 2, minimal calcification on leaflet 3, commissure 2 bent, and wireform intact. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 3 at the inflow aspect. Moderate to heavy host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 4mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was moderate at the outflow aspect. Host tissue fused leaflets 1 and 2 by approximately 5mm near commissure 2 on outflow aspect. Calcification and host tissue were observed to restricted the leaflets mobility, thus likely leading to the reported stenosis. The sewing ring was cut near commissure 3. The wireform was exposed on commissures 1 and 2, and on the side of the valve near leaflet 2. Two pledgets remained attached near leaflet 3 at the inflow aspect. Host fibrous (pannus) tissue growth is expected in all prosthetic/bioprosthetic heart valves and largely attributable to the host response (such as the foreign body reaction) to the implants. In vast majority cases, the pannus tissue is from surrounding native anatomy such as annulus. The time course and severity of pannus growth is largely variable among the patients. The underlying mechanism is still not fully understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth in bioprosthetic heart valves. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying.

Manufacturer narrative:
Reference CAPA-20-00141.